Event description:
It was reported that, following a fall (B)(6), no external devices were able to perform telemetry with the implantable neurostimulator. The pt was not feeling stimulation. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).